Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument was noted to have a wire visible at the end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the wire is visible in the end of the instrument. Both of the pitch cables were broken at the distal clevis hub. The cable segments that contained the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Engineering also found a pogo pin that was stuck. The instrument could not be read on an in-house system or dcp (dallas chip programmer) due to one the pogo pin was stuck in the down position. The pogo pin did not pop up when manually actuated. It appeared that something was wedged between the pin and the barrel. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.